Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a two diopter miss following cataract surgery with intraoperative aberrometry. Additional information has been requested.

Manufacturer narrative:
The company clinical applications specialist (cas) reviewed the calculations and images. The images displayed corneal edema inferiorly along with the lower lid impinging on the limbus. The cas does not think this would have contributed to the event. The variable that can account for this miss is the use of the steeper manual keratometry readings. Based on assessment, the product met specifications at the time of release. The root cause of the reported event may be attributed to surgical/clinical factors unrelated to the functionality of the device. (B)(4).